Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed lesion in the proximal left anterior descending coronary artery. A 4.5x8mm nc traveler balloon dilatation catheter (bdc) was advanced without issue for post dilatation and was inflated to 6 atmospheres when a balloon rupture occurred. Slight resistance was noted during removal. A non-abbott bdc was successfully used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.